Manufacturer narrative:
One broken unid rod on the right side of the patient, implanted on (B)(6) 2015. The patient does not recall a specific incident causing the rod breakage, but she is in pain the patient was not injured in any other way. Revision planned on (B)(6) 2018. (B)(4). Exemption e2017030.

Event description:
One broken unid rod on the right side of the patient, implanted on (B)(6) 2015. The patient does not recall a specific incident causing the rod breakage, but she is in pain the patient was not injured in any other way. Revision planned on (B)(6) 2018.